Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a de novo lesion in the right coronary artery (rca) with 99% stenosis, mild calcification and heavy tortuosity. Pre-dilatation was performed with a 2.0x8mm balloon. The 2.8x16mm graftmaster covered stent failed to cross the lesion. The perforation was treated with prolonged balloon dilatation. There was no adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.